Event description:
It was reported that the controller quit working. They couldn't turn on the communicator. During the call patient took out the li battery pack. Patient confirmed there was no damage with the controller port, battery compartment/pack pins. They also cleaned the controller port. Patient plugged in the ac power supply to a wall out let and there was a green light. Patient connected the controller to the ac power supply without the li battery pack and confirmed the controller did turned on and got memory problem. The patient reinserted back the li battery pack and there was a green flashing light. They said the controller was at 50% and the ins red, got a message recharge the ins battery low. The patient tried to recharge the ins but couldn't find the ins. The patient initiated a passive recharge and got 95. Patient mentioned yesterday they tried to recharge the implantable neurostimulator (ins) but they couldn't find the ins and the recharge was hot. The issue was not resolved. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), ubd: 28-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the recharger, model: 97755, s/n: (B)(6), revealed. Analysis found: no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.